Event description:
It was reported that the surgeon raised concerns about a case involving residual refraction. Through follow up, we learned that the refraction pre-operation: +2.25 - 1.0/92 degrees; post-operation: +0.25 - 1.5/110 degrees (hh angle pre- and post-operation 0.5/30 degrees). The intraocular lens (iol) was repositioned on (B)(6) 2024 due to a suspected tilt. The outcome was not significantly different. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Section h6 - health effect - clinical code 4581: no code available (device dislocation) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.